Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer provided vague details of event involving pressure sensing disc tubing. Although no leak was reported, the set tore while in use on a patient. No patient harm or medical intervention occurred. No additional patient/event information was provided.